Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer entered the update ID into the device updater, they received an error. Reportedly, the pump shut off and the customer was unable to continue the update process. After the customer attempted unplugging the pump and plugging it back in, the pump did not wake up. The customer did not test blood glucose (bg) levels at the time of the call; however, there no was reported impact to the customer's bg level. The customer indicated that backup therapy would be obtained.